Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/ lot number combination reported no related issues noted during manufacturing. A search of the complaint file found three similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the carrier tube kinked on the angio-seal. The following information was provided by the user facility: when the carrier tube was being inserted in the insertion sheath, the carrier tube kinked; the component was withdrawn and successfully removed; manual compression was applied to successfully achieve hemostasis; the physician had completed the training process on the device prior to this case; the puncture site was proximal to the inguinal ligament of the right common femoral artery, the vessel diameter was 5 mm, and the size of the sheath ancillary used was 6 fr.; and there was no reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Methods, result and conclusion codes are unable to be selected at this time. Esubmitter support has been notified.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected.